Event description:
The customer reported that the insulin pump had a frozen display. The blood glucose reading was 307mg/dl. Troubleshooting was performed. The customer also mentioned that the buttons were unresponsive. Instructed the caller to remove the battery for five minutes and to insert a new battery, but the frozen display continues with no advancement of the time. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with down arrow button unresponsiveness due to corroded keypad traces. No frozen screen noted. The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape. Unable to perform the displacement test and no delivery test due to button/keypad anomaly. No moisture damage found on the electronics.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.